Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and low blood glucose. The customer's blood glucose was 600 mg/dl at the time of incident and current blood glucose is 212 mg/dl. It was aslo reported that the last night blood glucose was 68 mg/dl and prior to bed it was 51 mg/dl. Drive support cap was normal. The customer treated high blood glucose with manual injection with a syringe. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.